Event description:
It was reported that the patient had a driveline infection secondary to trauma. The patient lifted a heavy weight at the farm and thinks it pulled on their driveline. The patient was started on an antibiotic and there was no improvement. The driveline was repositioned on (B)(6) 2025. The patient was stable, and no other information could be provided.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.